Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: 8709sc catheter, implanted: (B)(6) 2007; 863740 neuro pump, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency room with a heart rate that was below the lower rate setting of the device. The device was explanted and replaced. It was also noted that the right ventricular (rv) lead was not pacing and had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.